Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with an electrosurgical device. The customer reports that the power cord sparked, started smoking and burned out during a procedure. The machine continued to work, as far as we could tell, but we were in the midst of a closure and we didn't want to alarm the pt. Dr. (B)(6) said that the temperature reading on the machine was fine. The clear part of the plug that goes into the wall is now blackened. The mfg facility has conducted an internal investigation and confirms the power cord suppliers (B)(4) are not affected by the FDA investigation of electric-cord and their trailer bridge design.

Manufacturer narrative:
(B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.